Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the lead exhibited impedance less than 200 ohms, loss of sensing due to an insulation fracture. The physician attempted to repair the lead but was not successful. The lead was explanted.